Event description:
Asku

Event description:
It was reported that the caller received a new programmer, attached the analyzer, and the programmer would not power up. A new power cord and different outlets were attempted, with no success. A second attempt to power up the programmer while on the phone with technical services resulted in the programmer powering up as expected. The programmer was later returned. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the device would not power up. No electrical anomalies were found. It was also noted that the case was broken at the handle.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.